Manufacturer narrative:
Device received with blank display, and vibrator anomaly due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage was found on the keypad assembly, motor or force sensor.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had vibrate anomaly. The customer¿s blood glucose level was 194.4mg/dl. Troubleshooting was performed for vibrate anomaly and did not resolved the issue. Customer states the pump just keeps on vibrating even when he has already replaced the battery, vibrate mode is set to off. Assisted with setting vibrate mode to on. Assisted with performing a self test. Pump vibrated during the vibrate test portion of the self test as per customer after the self test has been completed the pump was still vibrating. Customer also states that there was a hairline crack from the part where the belt clip is being attached across the battery compartment. Advised that pump needs to be replaced. The insulin pump will not be returned for analysis.